Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a pre fill saline syringe. The customer reported when the pt was not improving and was still experiencing fevers, while being treated for their condition with antibiotics followed by the saline flush they decided to run blood cultures. The pt is a male being treated for osteomyelitis from (B)(6) 2013, the blood cultures were conducted and the pt was positive for acinetobacter 'balniannii', pseudomonas putida, and sphingobacterium paucimobilis. The pt status is unk.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.